Event description:
It was reported that an asymptomatic patient presented for a routine follow up. Upon interrogation, the pulse generator exhibited a diagnostics anomaly. After clearing the diagnostics, normal function resumed. The patient would continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.